Event description:
MRI shows natrelle smooth gel breast implants from (B)(6) 2013 have ruptured. Noticeable health problems began in 2019. Health issues:(B)(6): memory issues, confusion. (B)(6): lower back pain. Sciatica nerve pain. Cortisone shots did not relieve the pain. (B)(6): fatigue- midday naps necessary in order to cook and eat dinner. (B)(6): beginning of several eye appointments as vision issues ensued. Dry eyes and prescription needed changing frequently. (B)(6): oral lichen planus. Saw a specialist to have biopsy (B)(6): pain in left wrist radiating to elbow. Numbness and tingling. Dr. Diagnosed carpal tunnel. MRI for wrist wore a brace. (B)(6): jaw on left side and ocular bones hurt. Jaw won't open fully. Constant pain and pressure around eyes. Dentist and specialist found nothing wrong. Pain continued. Cannot fully open mouth at this time. (B)(6): raynaud's syndrome in hands and feet. Bottom of feet are sore and it is difficult to walk with or without shoes on any surface. Xrays for feet exhaustion has continued. (B)(6) 2020; doctor diagnoses me with raynauds, carpal tunnel, rheumatoid arthritis and scleroderma. Arms/hands have pins and needles, legs are swollen, digital ulcer on right finger, hands and feet are swollen, knees ache and have swelling, 3 pcp doctors agree on these diagnoses. Have and MRI for wrist, xrays for feet, MRI and emg for back. (B)(6) 2020; swollen lymph nodes in neck and under arms. Swollen legs and arms, right finger ulcer won't heal, skin on legs and feet cannot be touched - given prednisone and methotrexate. No change in symptoms except knee joint pain gone. (B)(6) 2020 tinnitus right ear. Shoulder and nerves tested by a specialist for any damage as arm tingling still present. Diagnosed with rheumatoid arthritis, scleroderma raynauds' disease. (B)(6): difficulty walking. Cannot go up or down the stairs with reciprocal stepping motion. Cannot bend, squat or crouch. Cannot kneel. (B)(6) diagnosed with lyme disease. Begin (B)(6)/month treatments. Tinnitus stops, hearing restored. (B)(6) 2020 skin begins itching excessively all over. Skin is hyperpigmented. Joints are difficult to use. They become 'locked' when bent or straightened. (B)(6) 2020 tinnitus and dizzy spells for 2 days. Hearing gone again in right ear. See specialist for hearing assessment and hearing aids. Hearing is not restored nor do aids support the loss. Tendons in hip begin to ache, achilles tendons begin to ache causing difficulty walking. These symptoms have continued to impact my life dramatically. I was unable to attend my son's induction to the naval academy, I have had to reduce my work to 60%, I have been subjected to a myriad of drugs and supplements as doctors search for probable cause. I have lost time with my family and the ability to do many independent tasks. I would like to have someone call me and let me know what next steps are. FDA safety report ID #(B)(4).